Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on that the insulin pump had a blank display. The customer¿s blood glucose level was 284 mg/dl at the time of the incident. The customer noted the screen went blank after no interaction. Customer was instructed to allow the device to sit and ensure the battery was secure, but the device would not turn on. Customer is also pregnant and treated her increasing blood glucose with manual injections. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with partial display due to moisture damage on the electronic assembly and motor. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly.